Manufacturer narrative:
It reported that the event was treated with one pacific plus pta, rather than two that was previously reported (tlr 6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of birth - year only valid.

Event description:
During revascularisation, the target lesion was treated with one pacific plus pta and drug eluting balloons. Approximately 17 months later, the patient suffered worsening pad with occlusion of the right distal sfa. The patient was treated with two pacific plus pta and one non mdt deb and arterectomies. The event was resolved. Cec adjudicated the event as worsening of pad right - occlusion distal sfa.